Event description:
The customer reported to customer service that she is not able to express milk with her breast pump and she has had 3 infections. She used the pump for about one week every 3-4 hours and she had to pump for an hour and since she was not able to express milk, she got an infection. The last time she used the pump was in (B)(6) 2011. She no longer has an infection.

Manufacturer narrative:
Customer service completed troubleshooting with the customer over the phone and determined that the customer did not understand the pump's two-phase technology and was using the pump incorrectly. Troubleshooting indicated that the pump was creating vacuum. Customer service offered to send the customer a replacement pump, but the customer indicated that she wanted to continue using the pump she had. In recent follow up with the customer, she indicated that her infections have healed and she has no further issues. She was able to provide breast milk to her baby for 6 months as she had planned and has now stopped breast feeding and pumping. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was not requested to be returned by the customer as troubleshooting indicated that the pump was functioning properly and the customer's issue was the result of her incorrect use of the pump. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.